Manufacturer narrative:
Inspection of the scope by fujifilm is pending. Per the facility's website: - during an endoscopic procedure there was insufficient light output. An inspection of the scope determined that there was a deviation from the pre-cleaning instructions provided in the device labeling, which was fixed immediately. - the facility is continuing to follow up with the affected patients. - the facility reported the incident to the nca and started a detailed investigation. Investigation by the facility is ongoing. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2021, fujifilm corporation was informed of an incident in europe involving the eg-760r gastroscope. It was confirmed that the endoscopy procedures were performed with the endoscope having a foreign substance stuck to the distal end, so there is a risk of cross-infection in a total of 84 patients who underwent the endoscopic procedure. The facility sent a letter to the 84 patients about the possibility of cross-infection. At this point, it is unknown whether or not there were any health hazards associated with the event.

Manufacturer narrative:
On (B)(6) 2021, fujifilm received the site visit report from the dutch distributor. The site visit was performed on (B)(6) 2021, and it was found that the pre-cleaning process followed by the facility deviated from the instruction manual. Fujifilm also confirmed from the log data of the vp-7000 video processor that the light limit button was rarely used. The subject endoscope was inspected by the local distributor, who found no malfunction that was related to contamination. Fujifilm submitted the incident report to the dutch nca on (B)(6) 2021. On (B)(6) 2021, the dutch nca notified fujifilm that the case will be closed since the root cause was determined to be a failure to follow the recommended instructions for pre-cleaning. If any additional relevant information becomes available, a supplemental report will be submitted.